Event description:
On (B)(6) 2011, pt reported the menu button on the infusion device has been responding intermittently. Pt stated this morning the issue got a lot worse. Pt reported the batteries have been changed and the issue is continuing. Pt stated the button clicks but it won't respond when pressing the menu button. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.